Event description:
A us distributor reported that a charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of the integrated charger has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the integrated charger displayed a yellow #2 light when testing with test batteries, indicating a charger failure. The charger was returned to the vendor for further investigation. Complaint will be reopened upon charger return for root cause investigation from vendor. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.